Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, as the harmonic ace instrument began to heat up, a piece at the tip melted and the missing piece was not found. According to the movement of the robot, the use of excessive force was reported. The procedure was completed.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Five images associated with this reported event were submitted for review and confirmed the broken blade from various angles.